Event description:
A customer reported experiencing a skin reaction with the adc device. The customer experiencing infection-like symptoms including "big bump" on skin and had contact with a healthcare provider who prescribed penicillin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to current sensor investigation results. The results on previous report were inputted incorrectly.

Event description:
A customer reported experiencing a skin reaction with the adc device. The customer experiencing infection-like symptoms including "big bump" on skin and had contact with a healthcare provider who prescribed penicillin for treatment. There was no report of death or permanent injury associated with this event.